Event description:
On (B)(6) 2012, a patient enrolled in the (B)(4) study was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Five gore viabahn devices were used to stent the celiac, sma and right and left renal arteries. On (B)(6) 2012, this patient presented with a hemodynamic instability and a cta showed a renal hematoma. On (B)(6) 2012, despite clinical treatment, this patient evolved to renal failure. The patient subsequently evolved to multiple system organ failure and expired.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.